Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2000. The month of manufacture was april. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. He released and lubricated apl (adjustable pressure limit)) valve to fix the reported issue.

Event description:
The hospital reported that, the apl(adjustable pressure limit) handle froze during test on zero and doesn't allow other adjustments. There was no reported patient involvement.